Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a revision surgery was performed, with blueprint software utilized for preoperative planning. No further information was provided.